Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular repair stenting procedure. The sheath was upsized to 16f and the endovascular repair stenting procedure was completed. Reportedly, the suture broke during knot advancement with both pre-placed sutures. Two additional proglide devices were used to achieve hemostasis. Arteriotomy closure of the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to the endovascular repair stenting procedure. The sheath was upsized to 12f. Reportedly, one suture broke during knot advancement. One additional proglide device and the other pre-placed proglide suture were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.